Event description:
The user facility reported male was implanted with an impella 5.5 device for mechanical circulatory support. It was reported that after 2 days of support, the pump had high purge pressure alarms. Troubleshooting was performed by with tissue plasminogen activator (tpa) and stopping/starting the pump without any resolution. The pump was explanted in the operating room. There was no patient harm reported.

Manufacturer narrative:
The investigation for the reported high purge pressures has been completed. The root cause of the high purge pressure was due to biomaterial in the purge gap. The pump was not able to start and the high purge pressure reproduced, however it was soaked in warm water with tergazyme for 10 minutes then the device ran fine and the high purge pressure resolved. This report is being filed as part of a retrospective review of historical records.